Event description:
It was reported that the patient was seen in the first part of oct (exact date of visit unknown) because their implantable neurostimulator (ins) was in an overdischarge condition (od) and they were unable to charge successfully. It was unknown when the patient started having issues with the od and did not have any therapy issues before the issue. It was noted that the patient did charge the ins device as they should have. The patient did experience a return of their pain due to the lack of stimulation during the event. A trickle charge was attempted to without success and was unable to recover the ins from the od. There were no reported lead impedance issues. Because of the unrecoverable od condition and since the device could not get recharged, it was decided to replace the ins which was done on (B)(6) 2014. It was noted that the explanted ins was discarded and not returned to the manufacturer for analysis. The patient was reported as doing well and getting good effective therapy coverage. No further details, interventions, or an outcome were reported regarding this event. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n0055773, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).